Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that one tile on the central nurse station (cns) was experiencing data loss and communication issues. They said that any device that they monitor on that tile would do this. The bme wanted to do an hdd replacement. No patient harm was reported. Investigation summary: the cns was sent to nk repair center for evaluation. The issue could not be duplicated during testing, but inspection identified degraded hard drives as a potential cause. Both hdds were replaced, reimaged, and the system was recalibrated and verified to meet operational specifications after 48 hours of extended testing. The root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/04/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 08/15/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 08/25/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation. E1 initial reporter. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that one tile on the central nurse station (cns) was experiencing data loss and communication issues. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that one tile on the central nurse station (cns) was experiencing data loss and communication issues. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that one tile on the central nurse station (cns) was experiencing data loss and communication issues. They said that any device that they monitor on that tile would do this. The bme wanted to do an hdd replacement. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.